Manufacturer narrative:
(B)(4). Devices not received, log review only. The requested log review for a reported over infusion of versed has been completed. No devices were returned for investigation and no malfunction of a device was reported or is believed to have occurred. There were no indications in the log of a basic infusion having been programmed at the ordered rate of 2mg/hr for the date and time period reported. The logs showed the user programmed a basic infusion to run at a rate of 100ml/hr. The user allowed this infusion to run for approximately 35 minutes before terminating the infusion. The log indicated the pump infused 57.106ml to the patient within the noted time period. No entries were found of the user having attempted to select and infuse the drug metronidazole as alleged. The root cause for the customer's reported experience of finding a basic infusion running at 100ml/hr as opposed to the ordered rate of 2mg/hr is being attributed to user programming.

Event description:
The customer reported a versed drip (100mg/100ml) was programmed as a basic infusion to run at 2mg/hr but was reportedly running at 100 ml/hr. A log review was requested to determine whether the rn tried to access guardrails for metronidazole (flagyl) to run at 100 ml/hr. The customer suspects the rn may have mixed up the flagyl and versed. The patient developed hypotension requiring flumazenil and a ns bolus. No further patient/event information is available. (B)(4).